Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's non rechargeable ins never worked since implanted and didn't help with their pain. No further complications reported and/or anticipated at this time.

Event description:
Additional information from patient was received. When asked the steps were taken to resolve the non-rechargeable device not helping with pain, patient stated a new antenna was sent as old one had frayed wire. Patient stated device was working but a message now appeared that the implanted battery was near the end of its 8 years life. No further complications reported and/or anticipated at this time.